Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that they were at a revision case the day prior to the report due to lack of efficacy and lead migration. Rep stated that they were going to replace the lead and use the same battery but during ths case, the impedances with the new lead connected to the battery were high on a few electrodes. Rep stated that they tried to reseat the lead, tried to flush out the header block and still couldn't clear out a few combinations. When testing impedances the rep increased the voltage 2.0v and did not increase the pw. Rep further stated that there were a few pairs including most of the case pairs. When the impedances were not dropping into the normal range, the hcp made the decision to replace the ins. After changing battery out, impedances were normal range and patient felt stim in bicycle seat area. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1geeg, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that the patient¿s symptoms returned and an x-ray showed lead migration; the impedance check was normal. A patient factor that may have led to or contributed to the event was the physician stated the patient does odd stretching exercises. A lead revision was scheduled for (B)(6). No further complications were reported or are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1geeg, implanted: (B)(6) 2017, product type: other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that the cause of the high impedance was not determined. No further complications were reported or are anticipated.